Manufacturer narrative:
Product complaint # (B)(4).      To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient had ongoing infections, was not able to have sex for 13 years (too painful and leaves patient with infections), and had burning pain when sitting, urge incontinence, bowel incontinence, and now an out of control immune system. There was no further information available.